Manufacturer narrative:
H3,h6) a software analysis was initiated. However, the software evaluation found as not a software issue, complaint data analysis found the event was due to a user workflow issue as per complaint data and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20, d15, g02008 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that site experienced an alleged inaccuracy during navigation. Site notes they used three reference frames on the patient and noted that the cervical region of the patient was previously fused. She states the cervical to t2 area appeared inaccurate so they took another spin of the spine. The screws appeared to be in place from imaging confirmation, but they think the burr was off by 1cm (anatomical direction not specified by the site) when using the drill for the pilot hole, which has caused a suspected c5 nerve root injury to the patient. Extent to patient injury not known at this time as patient was still under anesthesia by the time the case was reported by representative. She notes that they took a total of 12 spinal images (exposures) and the inaccuracy lead them to taking four extra of the twelve total. This issue occurred intra operatively and caused less than 1 hour surgical delay. No further information received.